Manufacturer narrative:
(H3) as reported, approximately one year post initial left tsa, the 80 y/o female patient had a revision due to acromial stress fracture. During surgery, surgeon removed the reverse components and exchanged into a hemi. There was not a breakage of the device or surgical delay/prolongation. Sales rep was unable to obtain x-rays. Patient was last known to be in stable condition following the event. The devices are not available for evaluation due the devices were disposed by hospital. Upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. This cause of the reported event is most likely patient conditions, however; cannot be confirmed as the device was not returned for evaluation.

Event description:
As reported, approximately one year post initial left tsa, the 80 y/o female patient had a revision due to acromial stress fracture. During surgery, surgeon removed the reverse components and exchanged into a hemi. There was not a breakage of the device or surgical delay/prolongation. Sales rep was unable to obtain x-rays. Patient was last known to be in stable condition following the event. The devices are not available for evaluation due the devices were disposed by hospital.

Manufacturer narrative:
Section d10: concomitant products: rs glenoid plate +10mm cage peg (cat# 320-15-06 / serial# (B)(6)).eq rev locking screw (cat# 320-15-05 / serial# (B)(6)). Equinoxe reverse 38mm glenosphere (cat# 320-01-38 / serial# (B)(6)). Equinoxe reverse tray adapter plate tray +0 (cat# 320-10-00 / cat# 7012808). Eq reverse torque defining screw kit (cat# 320-20-00 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, d4 (remove all from initial report-suspect device unknown), d8, g4 (remove 501k from initial report-unknown), h6 component code, type of investigation, investigation findings, investigation conclusion codes. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.